Event description:
On march 25, 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter had a damaged, fading screen. The complaint was classified based on the customer care advocate (cca) documentation since the mas was unable to contact the pt by phone to obtain additional info. The pt said, she didn't remember when the reported issue first occurred. Info was not provided as to when the pt last obtained an actionable blood glucose reading on the reported product. The pt had a headache, felt like she was going to fall down, and had frequent urination after the issue started. She skipped her afternoon dose of symlin and night dose of lantus 12 units as a result of the reported issue. The times of her skipped medications relative to her above symptoms were not provided. Info regarding the pt's complete diabetes treatment regimen was not provided. The cca noted readings of 60, 70, 95, 290, 260, 155, and 175 mg/dl were apparently obtained at a friend's house at unspecified times. The pt did not remember the date and time she received assistance from ems. Her blood glucose level was checked; the reading was about 40. Her blood pressure and finger capillary blood oxygen saturation were checked and an EKG was performed. The emt's wanted to take the pt to the ER; however, the pt refused to go to the ER because she had just gotten out of the hospital due to asthma. The pt was treated with orange juice and sugar. The cca noted that the reported meter display was faded and the meter had not received trauma. The pt's products were replaced. The pt alleged, the lfs meter display was faded and she received ems treatment for hypoglycemia with juice and sugar. The pt would not clarify if the reported hypoglycemic event occurred before or after the reported meter issue began; therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.